Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads had high thresholds. It was noted there was deterioration of the insulation of both leads. The leads were explanted and replaced. No patient complications have been reported as a result of this event.